Manufacturer narrative:
The manufacturer previously received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, the service technician observed foam particles in the device. The device had error code. The device was scrapped. Additional information has been received that there were no errors found. The updated event or problem is, "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed foam particles in the air path during the device evaluation. The device was scrapped."

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, the service technician observed foam particles in the device. The device had error code. The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.